Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD) for af (atrial fibrillation) with rvr (rapid ventricular rate). After the shock some double counting of the rhythm was observed on the right ventricular (rv) lead. It was also noted that there was t-wave oversensing (twos) on the rv lead and that the device appropriately withheld therapy. The ICD remains in use. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.